Event description:
It was reported that impedance measurements over 4,000 ohms were read on all electrode pairs during an implant procedure. The lead was removed and wiped dry several times with no improvement. The patient was getting responses on all electrodes, but impedance measurements were still high so a second neurostimulator was opened and the original neurostimulator was replaced. Following the replacement impedance measurements were still high; however some were within normal limits. The patient was closed up, and the high impedance measurements eventually resolved with the second neurostimulator. The patient recovered without sequela.

Manufacturer narrative:
(B)(4). Lead: model 3093-28, lot# v931557, implanted: 2012 (B)(6), explanted: na. Analysis of the neurostimulator, model 3058, serial (B)(4), found the setscrews were cross-threaded. The setscrew was realigned and good stable output was seen on all electrode pairs.